Manufacturer narrative:
The affected babylog 8000 was manufactured in december 1990 and the faulty power supply (manufactured in: 1990) was available for the investigation. The technical analysis confirmed a malfunctioning power supply and identified two overheated capacitors as the cause of the reported problem. Further damage was not detected. The device behaved as specified for a loss of power due to a faulty power supply by generating an acoustic power failure alarm and opening the emergency breathing valve to allow for spontaneous breathing. The electronics of the babylog 8000 power supply are developed according to the requirements of underwriter (B)(4), which minimizes the risk of fire due to self-extinguishing components. With the emergency breathing valve on the front and the power supply cooling holes on the back of the device, it is unlikely that the patient inhales smoke through the emergency breathing valve when spontaneous breathing occurs. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device failed during operation and a power failure alarm sounded. The unit emitted smoke and a charred odor. The device was then replaced by the user. No patient injury has been reported.

Event description:
It was reported that the device failed during operation and a power failure alarm sounded. The unit emitted smoke and a charred odor. The device was then replaced by the user. No patient injury has been reported.

Manufacturer narrative:
The initial report was accidentally submitted using an incorrect MDR report no (9611500-2018-003334). Therefore, the initial report regarding this MDR report no is a duplicate and can be disregarded. The report was resubmitted with the same information under the correct MDR report no (9611500-2018-00334).